Manufacturer narrative:
One needle wrench was returned taped to a sheet of paper. The rest of the pack components and the label were not returned. The part number and lot number cannot be verified or determined. Visual inspection found the flats of the needle wrench are marred and damaged. Material is missing from the damaged locations on the needle wrench. This type of damage is similar to damage seen when over tightening the needle tip. It should be noted that over-torquing could contribute to the generation of particulates from the plastic needle wrench.

Manufacturer narrative:
Product has been requested for evaluation however it has not yet been received. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
It appears there is a piece of plastic, from the key to the phaco needle, in the patient's eye. No patient impact.